Event description:
Following the change of a star filter the ventilator was noted to have unusually loud sound at 0754. At 0755 the patient was removed from the ventilator and manually ventilated at 100% with +8 cm h2 peep due to falling hr. Spo2 remained at 99% on ventilator. 0807 hr 110-112 returned to ventilator after internal connection repaired at bedside. 0812 hr lowered after sp02 dropped to 94%. Ventilator alarmed - low - min vol. At 7lpm (patient normal 15-16 lpm) 0812 patient manually ventilated at 100% 02. 0815 ventilator switched out with new ventilator.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, invalid data. Conclusion: device failure directly caused event, device was out of calibration. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.